Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl. Customer administered a manual injection of insulin in attempt to address the issue prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged "a few hours later" with the issue resolved and no permanent damage. The cause for the reported issue was unknown. System check with tandem technical support did not identify any additional issues.